Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and pneumonia on (B)(6) 2019 with blood glucose of 550 mg/dl. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting. Customer was not using the insulin pump within 48 hours of high blood glucose event. Customer was reported that insulin pump was not delivering insulin when it's connected to body. The customer was treated with intravenous insulin and injections in the hospital. Insulin pump passed self test and able to complete high pressure test. The insulin pump will not be returned for analysis.